Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. A 2531779-03/24/2010-003-r. (B)(6).

Event description:
The distributor contacted animas on (B)(6) 2012, alleging a load step malfunction. During the prime load step on the pump, the pump reportedly continued to dispense insulin and emptied the cartridge. It was noted that the piston did not stop. There is no additional information available at this time. There was no reported adverse event associated with this complaint. This report is being made based on the alleged load step malfunction.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated no "no cartridge detected" warnings. The pump powers on appropriately to the verify screen with functional auditory and vibratory alarms. An ezprime operation was performed with no issues occurring. A load step and prime step were both performed with no issues; the pump correctly recognized the cartridge. Investigation revealed damage to the force sensor assembly. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.